Event description:
It was reported that a dell x5 handheld computer used for programming vns would not hold a charge. The device would power on when plugged into the wall outlet, but would not interrogate a vns pt's device. When the handheld is not plugged into the outlet, the light will not come on. Further info from the physician revealed that the handheld would interrogate when the serial cable is held in a certain position. A replacement handheld was sent to the physician. The physician reported that she is able to successfully interrogate vns with the new handheld. The old handheld has been returned to the MFR and is undergoing analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.